Event description:
Vasoview hemopro 2 kit used for endo vein harvest, dissector tip appeared malformed. The actual tip was considerably off to the side which would have made dissection of the vein and branches difficult. Accessory kit was opened to access a replacement dissector tip.